Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the reported arterial air alarm to problems with the patient's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Additional training will be provided. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not completed, resulting in an estimated blood loss of 170cc. The patient received a unit of blood due to the blood loss and other medical conditions. No additional medical intervention was required.